Event description:
A 0.8 inr with protime system vs. A 1.5 inr with unspecified lab system. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results- customer complaint could not be confirmed.